Event description:
During preparation of pt, surgeon experienced problems with set-up of the intelijet pump. The system kept reverting to gravity inflow mode. Recalibration of the unit did not appear to correct the problem. Per surgical staff this resulted in fluid infusion of approximately 4300 cc into knee joint resulting in swelling of the leg. Surgical procedure was terminated and the pt remained overnight for observaiton. Pulses and mobility were determined to be consistent with pre-operative observations and the pt was discharged the next day, the pt was ambulatory upon discharge. Surgery has been rescheduled for may 01, 1998. The device is being retained at the user facility pending completion of the patient's surgery.